Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th mar 2026, it was reported by a distributor via email that ar-8926t knotless t-rope syn-desmosis repr ti batch 33696 suture broke during pulling. This was detected during syndesmosis procedure on (B)(6) 2026, and no piece(s) break off inside patient. The procedure was completed successfully with another device and no harm caused to patient.